Event description:
It was reported that the customer had high blood glucose levels (195 mg/dl), and took a corrective bolus to stabilize levels. Customer did not load insulin at room temperature.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. See scanned page.